Event description:
It was reported that pt had her device removed due to device fluid loss. The pt was reimplanted with a new acticon neosphincter device at this time.

Manufacturer narrative:
Balloon catalog# 72402106, lot 540198004, exp: 03/17/2013, mfg: 03/2008. Pump catalog# 72402287, lot 544786005, exp: 04/24/2013, mfg: 04/2008. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.